Event description:
Manufacturer received report of a cane breaking and the user falling. As a result of this incident, the user allegedly sustained a broken hip. Evaluation is expected but not yet permitted.